Event description:
It was reported to philips that system was given tube arcing error and could not emit x-rays. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and re-arranged at another time. The philips field service engineer (fse) inspected the system onsite and confirmed that the tube was arcing. Upon troubleshooting, fse checked the logs file and found small filament was open, unable to emit radiation. To resolve the issue, fse replaced the tube. The defective tube was returned to philips for failure analysis and the cause of the failure was found to be a defect on the gsu board, which was resistance chain damaged due to an arc in the tube housing. After replacement of the tube, the system was returned to good working condition. The codes were updated based on the investigation outcome.